Event description:
It was reported that during a laparoscopy gastrectomy procedure, when the nurse tested the disposable device, the test in progress sign did not appear. After the nurse changed the disposable device and it happened again. Finally, the nurse changed hand piece and it worked normally. There was no serious outcome even though it happened while it was being used. Surgery was prolonged twenty minutes. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). The hand piece was tested on a generator and was found to be non functional. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.